Event description:
It was reported that the user experienced leaking connectors, which led to increased consumption of supplies and prompted shipment of replacement supplies. Investigation included review of the complaint history and confirmation of the shipping address for replacement logistics. Investigation of this case revealed a connector leak consistent with prior reports for similar components. No clinical symptoms during the event reported. Outcomes included no alarms or alerts and no need for further assistance. It was concluded, based on previously established findings for similar reports, that the cause was a device component leak of the connector consistent with known, previously observed field performance.